Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Visual inspection and performance testing confirmed the reported deformed battery case and device failure to detect the battery. Review of the device logs revealed the occurrences of a "battery inoperable" alarm, system fault error messages (sf 180 and 74), and a "device overheating" alarm. The device evaluation found that the reported device failure was isolated to a defective internal battery. There was no indication of other faults in the astral device. The investigation determined that the alarms and battery deformation were due to an isolated component failure within the internal battery assembly, causing the internal battery to overheat. Based on previous investigations of similar complaints and all available evidence, the occurrence of system fault (sf 74) was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed that an astral battery case was deformed and the battery was not detected by the device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral battery case was deformed and the battery was not detected by the device. There was no patient injury reported as a result of this incident.